Event description:
The customer reported, a general system failure that occurred during treatment. There was a reported loss of 230 ml as a consequence of the reported event. No other clinical consequences were reported.

Manufacturer narrative:
Add'l manufacturer narrative: the manufacturer has reviewed the treatment data files related to the reported event. The reported condition can be confirmed. Corrective action has been identified by the manufacturer corrective actions will be implemented in a future software version.